Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the device is currently being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a defective uim pcb (user interface module printed circuit board). The uim pcb has been replaced. Additional: a service history review has been performed and it was revealed that the device was not previously serviced for the reported condition.

Event description:
During baxter's review of the event history of another report, it was discovered that failure code 703 occurred during infusion, which caused an interruption during delivery on channels a and c. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This involved an unremediated infusion pump with user interface module master software version 5.04.00, categorized as unremediated.